Event description:
The doctor was deploying starclose after case: sheath to starclose engagement (click 1) and vessel locator deployment (click 2) was performed without problem. After doing part one of delivering clip, the doctor had a problem splitting the sheath all the way because the thumb advancer had resistance. The doctor aborted the starclose deployment by releasing the vessel locater. Hemostasis achieved with manual pressure with syvek patch. No hematoma and patient had no complications. The device was re-examined outside of the body and found still unable to advance all the way to deploy completely.